Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation confirmed that the probe of the device broke down at 17mm from the distal end. There was no scratch found at the broken point. Additionally the insulation coating damaged. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked and broke. It is possible that a trocar with a sharp edge in the opening is used and the insulation coating is scratched by the edged. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus was reported that part of scissors became broken. There was no patient harm reported.